Event description:
A female pt underwent aaa repair in 2009. The pt was to receive another MFR's aaa graft components. Cook coda balloon catheters were used bilaterally during the procedure. Upon ballooning the device in the area of the common/internal iliac bifurcation, the pt's blood pressure dropped and it was observed that the right common iliac artery and the right internal iliac artery had transected. A contralateral leg component was placed and patch angioplasty was performed. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
Exp date unk as lot is unk. Each coda balloon is shipped with an instructions for use (IFU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. The part number or lot number of the complaint device was not reported, which made a review of our mfg records difficult. Based on the info provided: "this was not a device malfunction. This was a balloon rupture of the common iliac artery in a female with fragile vessels": it is possible that the pt's anatomy and physiological factors contributed to the rupture. However, images were not returned and the condition of the common/internal bifurcation cannot be confirmed. A definitive root cause cannot be determined or reported at this time with the info provided. We will continue to monitor for similar complaints.